Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, a warning indicating that the minimum residual longevity was less than 12 months was displayed. The residual longevity was 7 months (minimum 4 months), the magnet rate was 94 min-1 and the battery impedance was less than 5 kohms. A re-intervention was performed on (B)(6) 2018 due to a non-sorin lead issue. The pacemaker was replaced at the same time and returned for analysis. Preliminary analysis confirmed the reported non-sorin atrial lead issue and showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, a warning indicating that the minimum residual longevity was less than 12 months was displayed. The residual longevity was 7 months (minimum 4 months), the magnet rate was 94 min-1 and the battery impedance was less than 5 kohms. A re-intervention was performed on (B)(6) 2018 due to a non-sorin lead issue. The pacemaker was replaced at the same time and returned for analysis. Preliminary analysis confirmed the reported non-sorin atrial lead issue and showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, a warning indicating that the minimum residual longevity was less than 12 months was displayed. The residual longevity was 7 months (minimum 4 months), the magnet rate was 94 min-1 and the battery impedance was less than 5 kohms. A re-intervention was performed on (B)(6) 2018 due to a non-sorin lead issue. The pacemaker was replaced at the same time and returned for analysis. Preliminary analysis confirmed the reported non-sorin atrial lead issue and showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).